Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the calcified, severely tortuous left anterior descending (lad) artery. The lesion was predilated (unknown size and manufacturer). The physician attempted to place the 2.75x32 mm taxus express2 drug eluting stent, but was unable to cross the lesion. When the physician attempted to remove the stent delivery system, the stent dislodged inside the guide catheter. The stent was removed with the guide catheter and the procedure was completed with a balloon catheter. No stents were placed. No additional patient complications were reported. Patient status reported as "good".